Event description:
The patient received her scs system on (B)(6) 2009. It was reported that the charger was unable to locate the ipg. A replacement charger was shipped to the patient. No further information is available at this time. This report is being submitted as a precautionary measure as similar alleged events have resulted in the explant of the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.